Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The device was used to close the axillary artery puncture site. It should be noted the electronic prostyle instructions for use (eifu) .it should be noted that the electronic prostyle instructions for use (eifu), states: the perclose prostyle smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, the IFU deviation likely contributed to the reported difficulties. As such a letter will be requested. He difficulty appears to be related to the user error. The subsequent patient effect and treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Additionally, medical review was performed by an abbott clinical specialist: this was a case to treat an 88 year-old-male patient with multiple comorbidities with a trans-axillary accessed transcatheter aortic valve repair (tavr). Due to the information provided, it can be definitively stated that the perclose prostyle caused or contributed to this patient¿s complication. The prostyle most likely captured the backwall of the axillary artery during the deployment of the sutures, essentially suturing the artery closed. It should be noted that the use of the prostyle in the axillary artery is off-label. Rotational atherectomy and stenting were most likely the best non-surgical options for re-opening the artery. If the occlusion had not been noticed and rectified, the patient would have been at high risk for limb loss and stroke. A surgical cutdown of the axillary artery and removing the sutures may have been a more invasive procedure for this patient in addition to the percutaneous intervention procedure. However, given that a lap pad was seen in the cine images, a surgical cutdown likely occurred but was not reported in the article.

Event description:
It was reported that this was an arteriotomy closure of the left axillary artery using the pre-close technique via a 6f sheath hole prior to a trans axillary transcatheter aortic valve replacement (tavr). The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 22f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly, "following sheath removal, the patient developed a critical stenosis at the access site in the left axillary artery, caused by the sutures of the perclose prostyle". Access was obtained through the calcified right common femoral artery and balloon dilatation was performed but failed to dilate the stenosis. Rotational atherectomy, via transfemoral access, using a 2.0-mm burr was performed to ablate the occlusive sutures, followed by implant of an 8x60 mm non-abbott stent graft. Blood flow was restored. There was no reportedly clinically significant delay in the procedure; however, hospitalization was prolonged. No additional information was provided. This procedure captures case 1 from the article titled "rotational atherectomy for treating arterial access-site stenosis caused by vascular closure device failure following transcatheter aortic valve replacement".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code 1494: incorrect anatomy literature attachment: article title "rotational atherectomy for treating arterial access-site stenosis caused by vascular closure device failure following transcatheter aortic valve replacement." D4: the UDI number is not known as the part and lot number were not provided. The additional prostyle device referenced in b5 is filed under a separate manufacturer report number.